Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event took place in the united states. The patient reportedly encountered an issue with blocked insulin flow in their infusion set on (B)(6) 2025. The blockage was identified at the tubing. No further information available.